Event description:
A complaint was reported by a distributor regarding a g7 sensor that displayed incorrect blood glucose values, leading to a child consuming excessive juice and subsequently experiencing vomiting. This prompted a visit to the emergency room where the child's blood glucose could not initially be measured due to high levels, and ketones were present at 2.6. A bolus of 22 units was administered using the pump, after which the child's blood sugar began to decrease. The child was monitored for about one and a half hours and then discharged. There were no injuries as a result of the event, and no issues were identified with the pump or related components. The incident was related to the cgm, and there was no report of permanent damage.